Event description:
It was reported that the 9800 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image tube was replaced by the bio-medical staff. A third party contractor had replaced the image processor from unk source. The ge service representative replaced the image processor during the service call. The system was tested and found to be working as intended and put back into service.